Manufacturer narrative:
(B)(4). Batch # unknown this is an analysis of three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first and second photo shows a device from the top view and the knob can be seen misaligned of anvil shroud. Also, the knob can be seen in the forward position. The third photo shows a device from top view with a reload loaded and a piece of tissue between anvil and channel. The knob can be seen on the distal end of the way and it can be seen misaligned of anvil shroud. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified.

Event description:
It was reported that during a bowel procedure post fire and when retracting the blade, the back part of the device started to open without the handle moving at all. The surgeon used a tx and stapled across the under half and cut the stapler off and finished with an alternate tlc75 with no patient issues.